Manufacturer narrative:
D6: corrected field to read na the retainer or top plate may become detached if excessive pressure and torque are applied, while squeezing the sides of the trocar body. Endopath 5mm trocar sleeve based upon the inquiry info received and the visual examination, no conclusion could be reached as to what may have caused the reported incident during surgery. The instrument was received in good physical condition. Also returned with the complaint devices were two 512dh, which were also in good physical condition. The instrument was examined and was found to be functional. A 5mm probe was placed through the orifice and torqued at an angle in an attempt to pop the retainer or top plate from the housing, and the retainer was pulled free from the housing. The retainer was removed more easily after pressure was applied to the sides of the housing as the 5mm probe was removed.

Event description:
It was reported during a laparoscopic cholecystectomy when using reposable trocars for the first time, the plastic top that holds the trocar seal in place popped off. The surgeon was able to snap it back on but it continued to pop off from time to time. Both a 355dh, lot number k48m15, and a 355sa are being sent back. They were mixed up before the rep could remove the trocar. The rep is almost certain the 355sa was the trocar in question. There was no consequence to the pt.